Event description:
As reported, the doctor was using a 6/7fr mynx grip and the black deployment part of the mynx separated as they were deploying it through the sheath. Manual pressure was held, and patient outcome was a success. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2219404 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the doctor was using a 6/7fr mynxgrip and the black deployment part of the mynx separated as they were deploying it through the sheath. Manual pressure was held and patient outcome was a success. The deployer is certified in using the mynx device. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The device storage temperature did not exceed 25 °c. The device was removed from the package with the normal sterile process. The mynx vcd was prepped according to IFU. There were no kinks in the device or the sheath after removal. The patients bmi was not greater than 40 kg/m2. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. No detached catheter or core wire were found on the returned device. However, it was observed that the sealant sleeve was displaced from the manufacturing position and circulated freely on the catheter shaft as received, which may have contributed to the reported failure. The sealant and advancer tube remained in the manufacturing position. The sealant appeared to have been exposed to blood, adhering to the device components. The procedure sheath was not returned with the device. Per functional analysis, the sealant was removed. The sealant sleeve was replaced to the manufacturing position. A simulated deployment test was performed to verify the device functionality. The investigation results showed that the advancer tube was properly engaged to the tamp lock, and the sealant sleeve was observed remained in place as intended during the device failure investigation. No functional non-conformities on the returned device were observed. A product history record (phr) review of lot f2219404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter detachment¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the information provided, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the doctor was using a 6/7fr mynx grip and the black deployment part of the mynx separated as they were deploying it through the sheath. Manual pressure was held and patient outcome was a success. The deployer is certified in using the mynx device. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The device storage temperature did not exceed 25 °c. The device was removed from the package with the normal sterile process. The mynx vcd was prepped according to IFU. There were no kinks in the device or the sheath after removal. The patients bmi was not greater than 40 kg/m2. The device will be returned for evaluation.